Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio pro meter is giving inaccurate high reading compared another meter. This complaint is classified according to the documentation of the customer care advocate. The patient could not provide any numeric readings for the reported meter to other meter comparison. There was no report of any symptoms or medical treatment at to the time of concern. This complaint is being reported due to the alleged inaccurate high issue. There was no evidence that there was a serious injury as there was no report of symptoms or medical intervention.